Manufacturer narrative:
Visual analysis was performed on the returned unit. The separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, the investigation determined that the reported separation was likely related to case circumstances. In this case, it is likely the wire was damaged during the insertion process or during the procedure. The additional therapy, removal of the separated portion of the guide wire were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. The balance middleweight (bmw) universal ii guide wire was placed in the lesion as protection via an al .75 guide catheter. When the procedure was completed and the bmw universal ii guide wire was removed, it was noted that the distal tip separated. There was no resistance noted during advancement or removal. The separated portion was retrieved via snare. There were no adverse patient sequela. No additional information was provided.